Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. During removal, the stent dislodged and was retreived with balloon catheters and snares. Patient status was listed as "okay".